Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2003 ohms. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2003 ohms. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.